Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the modular head, r3 liner & modular sleeve were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the modular head and modular sleeve. A review of the complaint history for the liner, shell, threaded hole cover, screw (25mm), screw (35mm) was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, shell, cover, screw (25mm). Similar complaints have been identified for the screw (35mm) and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the details of the modular head and the sleeve involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The clinical information provided, of the pseudotumour, may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. The impact to the patient other than the surgery cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery from the right hip was performed due to pseudotumor.